Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three electronic photo was provided and reviewed. The first and second photo shows a pusher catheter was loaded on to the storage tube and tough-bought adapter with filter, a pusher wire has appeared to be detached from the filter. The third photo shows the product labeling with the information matching the reported details in track wise. Therefore, the investigation is inconclusive for the reported device dislodged or dislocated as no objective evidence was provided for review and the investigation is identified and confirmed for detachment of device or device component as a pusher wire has observed to be detached from the catheter. A definitive root cause for the reported device dislodged or dislocated and identified detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter for the treatment of deep vein thrombosis through the access site of left femoral vein. During the preparation, the filter allegedly spontaneously dislodged during flushing. The procedure was completed using another device. There was no patient contact.